Manufacturer narrative:
It was reported that the ventilator would not turn on. There have been no adverse event sustained as a result of the issue. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the issue has been related to dc/dc & standard connectors printed circuit board (pcb) malfunction. In case of malfunction of this pcb - for example short circuit, any other broken parts on board than pin connected to control cable - may lead to stop of ventilation. The customer decided not to repair the unit. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator would not turn on. There was no patient harm. Manufacturer's ref. # (B)(4).